Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055.the device was received for evaluation; the event was confirmed during testing. Evaluation found the failure may have occured due to overload bending conditions. The device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is labeled for single-use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event, in which the cutting accessory broke. There was one female patient involved with the reported event; no patient impact.